Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, seroma, rupture, and lymphadenopathy.

Event description:
Patient reported left side rupture, "lymph node on the left armpit which is painful," "recall," "silicone ln left axilla," cysts, and fluid. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6.

Event description:
Patient reported "a rupture for a few years and lymph node on the armpit which is painful" confirmed via MRI and us, and "advice if this is part of the breast implant recall". Ultrasound also indicates "silicone ln axilla" and "cysts". Fine needle aspiration indicates fluid. This record is for left side. Device remains implanted.